Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional vascular device referenced in b5 are filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat the radiocephalic fistula with mild calcification, moderate tortuosity and 70% stenosis. A non-abbott seeking catheter was tracked [advanced] through the command 18 guide wire and when the guide wire was removed, it was noted that the hydrophilic coating had separated from the wire. It was confirmed that no portion of the coating remained in the patient. A second command 18 guide wire was used and advanced through a non-abbott .018 support catheter with resistance noted. This command guide wire became stuck in the non-abbott support catheter. Both devices had to be removed together. A .035 support catheter and another command guide wire were used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on this evaluation, a potential product quality issue has been identified. An exception issue was initiated to further evaluate the failure. The potential product quality issue and corrective action, if any, will be determined per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.h6: investigation findings code 114 removed. H6: investigation conclusions code 4315 removed.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation was confirmed as a break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported polymer separation / break. Factors that may contribute to polymer break include, but are not limited to, interaction with accessory devices, interaction with the patient¿s anatomy, bond failure, or inadvertent damage to the polymer. In this case, return device analysis noted the polymer face at the separation to be jagged, this indicated the break likely occurred due to force applied the polymer. It is possible that an interaction between the polymer and guide catheter contributed to the reported polymer break/deformation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Returned device analysis identified that the second command 18 guide wire had multiple tears on the polymer coating. No additional information was provided.